Event description:
It was reported that upon removal of guide from femur the fixation pin was loose.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.